Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with the description of calcification in intraocular lens implant on a congenital cataract in a 3-month-old child. No patient impact was reported. Additional information has been received as the sales representative sent the operative a report stating that the a 3-week-old child was diagnosed with bilateral congenital cataracts, with nystagmus and no fixation observed. Ultrasound showed no vitreous gel in either eye; child underwent surgery on (B)(6) 2024. The patient had onset of capsular fibrosis in right eye and by on (B)(6) 2024, patient took anticholinergic, corticosteroid, corticosteroid with antibiotic combination and mydriatic, nonsteroidal anti-inflammatory drug (nsaid) as a local therapy. A final refraction was noted for both eyes at +12.00 diopters. Treatment was being reduced and discontinued anticholinergic, mydriatic, nonsteroidal anti-inflammatory drug and corticosteroid later. The patient had a second operation which was performed by another surgeon on (B)(6) 2025 to carry out a posterior rhexis following the onset of early cataract. During the follow-up operation, the doctor noted that it looked more like a membrane embedded in the implant. Surgeon tried to remove it with a vitrectomy procedure without success, as there was a significant risk of damaging the prosthesis and the patient. Intraoperative photos could not be taken during surgery. On (B)(6) 2024: on (B)(6) 2024: or: 7.26 / 8.66 / 98. Os: 7.60 / 7.03. Uncorrected bo (lvd note: ¿back optic¿?), "ctp", no fixation, ceiling, pendular nystagmus of high amplitude and medium frequency. Summary: no fixation, ceiling + pendular nystagmus. Slit lamp: bilateral congenital cataract and superficial capillary plexus occlusion. Fundus examination impossible perform bilateral ultrasound. On (B)(6) 2024: 2-month-old patient. Bilateral ultrasound, no vitreous gel in right and left eyes. Anisometropic lens: od: 17.85 / os: 19.25. On (B)(6) 2024: after congenital cataract operation. Or: sn60wf+24.50. Large anterior rhexis that runs to the periphery at 1 p.m. Slit lamp: anterior chamber perfectly calm. On (B)(6) 2024: or: + 13.00 (-5.00, at 35°). Slit lamp: or, perfect post-operative examination. On (B)(6) 2024: dilated objective refraction: or, + 14.00 (-4.00 at 170°). Slit lamp: perfect post-operative examination fundus: ok. On (B)(6) 2024: follows light, diff, nystagmus. Slit lamp right eye: pke ok, capsular fibrosis. Slit lamp left eye: pke ok, maculopathy with dilatation, dilated retina in left eye, temporal synechiae. Objective refraction (dilated): left eye: +11.00 (-0.75) at 145°. On (B)(6) 2024: post-operative. Final refraction: right eye: +9.50 (-2.00 to 155°). Left eye: +9.50 (-3.50 to 150°). Slit lamp: a perfect post-operative examination, onset of capsular fibrosis right eye. Fundus: ok. Final refraction: right eye: +12.00. Left eye: +12.00. On (B)(6) 2024: post-operative check-up. Pendular nystagmus. Ceiling-eyed. Anterior chamber ok. Fundus ok for left eye. On (B)(6) 2025: 4-month-old patient. His ¿bnl¿ is ok, he is following well, pendular nystagmus. Central opacity on right eye. Glasses worn: right eye: +12. Left eye: + 12.

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Information was provided that the company lens model was implanted in a three month old infant. The instructions for use (IFU) indicates this would be off label use description the company model uv and blue light filtering hydrophobic acrylic foldable single piece posterior chamber intraocular lens (henceforth, referred to as company model aspheric iol) is an optical implant for the replacement of the human crystalline lens in the visual correction of aphakia in adult patients following cataract surgery. Due diligence has been performed in an attempt to obtain further information on this event. The reporter indicated lens could not be removed for evaluation as there was a significant risk of damaging the prosthesis and the patient. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and surgeon stated that the implant remains opaque. Additional information has been received and stated that the sales rep sent the operative report. It states that the child underwent surgery in (B)(6) 2024 and a second operation was performed by another doctor in january to carry out a posterior rhexis following the onset of early cataract. During the follow-up operation, the doctor noted that it looked more like a membrane embedded in the implant. He tried to remove it with a vitrectomy without success, as there was a significant risk of damaging the prosthesis and the patient. On (B)(6) 2024: after congenital cataract operation. Slit lamp: anterior chamber perfectly calm. To be operated on for cataract left eye +25.0.